Event description:
It was reported from (B)(6) that the battery handpiece device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the gear was seized, jammed, blocked, running rough and heavy moving. It was further observed that the device had no function. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). There was no complete name and address provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear was seized, jammed, blocked, running rough and heavy moving. Therefore, the reported condition was confirmed. It was further observed that device had no function and there was blood in the gears. The assignable root cause was determined to be due to faulty construction/design of the device. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.